Event description:
Clinician noticed smoke coming from vent circuit; heater wire on inspiratory limb was found to have melted through the corrugated tubing. No adverse pt event reported.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.